Manufacturer narrative:
The manufacturer previously reported in reference to a thermal allegation on a philips CPAP device. The manufacturer received information alleging a burning smell from the device. There were no allegations of harm or serious injury. No medical intervention was specified by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Event description:
The manufacturer was contacted in reference to a thermal allegation on a philips CPAP device. The manufacturer received information alleging a burning smell from the device. There were no allegations of harm or serious injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete